Manufacturer narrative:
Product analysis: it was identified during analysis that the parameter was out of tolerance during incoming tests, the heart wire connector was bent and loose. It was also determined at analysis that the case back was broken and the battery door was loose. The ring , bails from the back case and three brackets were missing . It was advised that the device be scrapped. The epg was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg), had a "double camera" issue, no further information was available. The epg was returned for service and repair. There was no patient involvement reported . It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.